Manufacturer narrative:
H.6. Investigation: 34 samples were received. They came in the sealed packaging blister. They were visually inspected; no defects were observed. Each was connected to a syringe with saline solution. All expelled the solution. No clogging or any other defect/ issue was experienced. A definitive root cause could not be determined. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged during use. The following information was provided by the initial reporter: when opening the hypodermic needle package, in some cases no gas goes through. Additional information: the customer informed that uses the needle for carboxitherapy and some needles is coming clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged during use. The following information was provided by the initial reporter: when opening the hypodermic needle package, in some cases no gas goes through. Additional information: the customer informed that uses the needle for carboxitherapy and some needles is coming clogged.